Event description:
The customer reported that they are having cable problems. Thee was no pt involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.